Event description:
It was reported that the patient presented for a routine generator change with potential lead revision. Device interrogation revealed low pacing impedance and failure to capture on the pacemaker (pm), right atrial (ra), and right ventricular (rv) leads. Additionally, it was noted that the device had triggered end of service (eos) and then unexpectedly went back and triggered an elective replacement indicator (eri) alert. During the procedure, both leads were tested with an external analyzer, and no electrical anomalies were noted. The physician elected to explant and replace the pm only. The leads remained implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture, low pacing impedance, false eri/rrt were confirmed. The pacer was received with no output, normal telemetry, and with battery voltage below end of life (eol). No capture and low impedance measurements are consistent with battery voltage below eol and not expected to function at this battery level. False elective replacement indicator (eri) trigger is consistent with battery voltage below eol and true initial trigger being overwritten. The implant duration exceeds the projected longevity based on average current drain indicating normal battery depletion.